Manufacturer narrative:
(B)(4). Carefusion was unable to duplicate the reported issues. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 47 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator. The unit passed all testing's.

Event description:
It was reported to carefusion that the ventilator "stops blowing" after about 30 seconds and did not alarm. The ventilator was not on patient at the time of the incident.